Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 105 / loose receptacle) was confirmed. As received, the monitor would not communicate with a test electrode belt. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the code 105 is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing service code 105 and had a loose belt receptacle on the monitor.